Event description:
The day of the index procedure, the patient experienced a non-q wave myocardial infarction. The patient had transient angina, shortly after having the three cypher stents implanted. The patient is scheduled to have an elective re-angiography. It was also noted that the patient is currently still experiencing stable angina. The patient was admitted with stable angina pectoris in 2007. The patient had in-stent restenosis of a 3.5 x 25mm bx velocity stent that had been implanted in the right coronary artery. The patient had a 3.5 x 23mm cypher select plus stent implanted over the bx velocity at 16atms to treat the restenosis. A small dissection occurred. Then a 3.5 x 13mm cypher select stent was implanted at 14atms in the right coronary artery to cover the dissection. The patient also had a 3.0 x 23mm cypher select plus stent implanted at 14atms in the left anterior descending lesion. The right coronary artery was a type b1, eccentric and moderately calcified lesion. The lesion was pre-dilated with a balloon at 12atms. The left anterior descending lesion was a type b2, de novo, bifurcated, 45-90 degree angled, eccentric, and moderately calcified lesion. The lesion was pre-dilated with a balloon at 16atms. The patient's pre and post procedure medications include the following: aspirin, clopidogrel, ace inhibitors and beta-blocking agents.

Manufacturer narrative:
Please note that an additional medwatch is being sent to report the restenosis of the bx velocity, therefore, this is one of four products involved with this adverse event, in which, associated manufacturer report numbers are 9616099-2007-00522, 9616099-2007-00254 and 9616099-2007-00525 and 9610978-2007-00226. The event involved a patient with a history of hypertension, hyperlipidemia, smoking, myocardial infarction and implantation of a bare metal stent. This patient's age and history place him at increased risk for mace. The patient underwent coronary angiography related to stable angina. It was found an in-stent restenosis had occurred in a previously implanted 3.50 x 25mm bx velocity in the right coronary artery. The lesion was 16mm in length with a reference vessel diameter of 3.3mm and 80% stenosis. The vessel was described as type b1 and the lesion was eccentric and moderately calcified. Following pre-dilation, it was treated by placement of a 3.5 x 23mm cypher select plus stent implanted over the bx velocity at 16atms. A small dissection of the rca occurred during this procedure and was treated by implantation of a 3.5 x 13mm cypher select at 14atms. During the same procedure, the patient also underwent pre-dilation and placement of a 3.0 x 23mm cypher select plus implanted at 14atms in a left anterior descending lesion. This vessel was described as type b2. The lesion was de novo, eccentric and moderately calcified, at a bifurcation and the vessel angled at 45-90 degrees. According to the IFU, placement of a stent has the potential to compromise side branch patency. Additionally, the safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement. Pre-procedural medications included asa and plavix while intra-procedural medications were asa, plavix and heparin. The patient was given asa and plavix post-procedure no gp iib/iiia inhibitors were given. No act values were reported. The pt experienced transient angina shortly following the implantation of the three cypher stents and was diagnosed with a non-q wave myocardial infarction. Post-procedural troponin and cpk were above the upper normal level. He is scheduled to have an elective coronary angiography in the near future to evaluate the etiology of these events and his continued stable angina. The products remain implanted in the pt, and thus not, available for eval. Additionally, as no sterile not number was provided, a device history record could not be completed. Based upon the info provided, it is not possible to draw a conclusion between the device(s) and the event, however, there are pt and vessel factors that may have contributed to it.